Event description:
Litigation papers allege: in (B)(6) 2006, patient underwent a surgical procedure to implant bilateral asr hips. Patient fact sheet form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 9/4/2014 - medical records received. Patient revised to address metallosis and a pseudotumor. Upon revision, metal staining was noted inside the sleeve. There is no new additional information that would affect the investigation. This complaint was updated on: 09/17/2014.

Event description:
**Update** 10/28/2013 - sales rep reported revision surgery. Patient was revised to address implant loosening, pain, and osteolysis. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.